Event description:
Report received from the USA stating that the device has a "hole in the hose". It is reported that the cut was caused by an instrument in the washroom. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.